Manufacturer narrative:
(B)(6). The device was returned for evaluation of the reported complaint mode, ¿bent.¿ the insertion needle with the suture/implants structure detached was received. The insertion needle is grossly bent, confirming the complaint. It can be inferred from the condition of the device that it came in contact with a hard surface prior to being inserted into the meniscus. The failure can be contributed to mishandling. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the device was bent and t2 would not deploy. Nothing was left unsupported in the patient. A backup device was used to complete the procedure. No patient injury or complications were reported.